Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation issue, as well as air was found inside the sheath issue occurred. It was reported that vizigo¿ valve was broken, and air was found inside the sheath. It was unknown if surgery was delayed due to the reported event or if procedure successfully completed. No patient consequences. The hemostatic valve was the section that broke/separated. It was unknown if the hemostasis valve (gasket) dislodged inside the hub. Physician saw air inside the rinse hose which was not removable. It is unknown if the hemostatic valve dislodged outside the hub. The brim cap/hub did not detach from the sheath. No picture available. Air did not enter the patient¿s body. The physician used a syringe to aspirate the air. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The issue with air flowing back into the side port of the sheath was assessed as a MDR reportable product malfunction. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-jan-2023. The device evaluation was completed on 18-jan-2023. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation issue, as well as air was found inside the sheath issue occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the returned device. Visual analysis of the returned sample revealed that no damage was observed. The dilator was observed in good condition (i.e. Not damaged). The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) evaluation was performed for lot 00002055 and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The airflow back and valve issues reported by the customer could not be replicated during the product investigation. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).